Event description:
It was reported that the customer experienced high blood glucose. The customer stated that, upon removing the battery from the insulin pump, the insulin pump started counting down. Furthermore, the date and time on the customer's insulin pump was messed up after the battery change. The customer expressed frequent urination and was unsure if she had a stroke or heart attack. The customer went to the doctor, and, upon placing a new battery in, the insulin pump started over. The customer's blood glucose was 478 mg/dl. The customer treated herself with insulin pump therapy. The customer declined troubleshooting because the insulin pump was working fine at the time of the call. Advised that a replacement battery cap would be sent. Advised to call back if there were further issues in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.